Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A patient with an anatomical form considered suitable for endovascular repair, underwent endovascular therapy in 2008. The procedure went as labeled. The main body was placed on the lower side than the physician predetermined and the working length of the ipsilateral iliac leg became approximately 15mm. The physician attempted to prevent the occlusion of the internal iliac artery, but the ipsilateral iliac leg was placed even on the external iliac artery involuntarily - causing occlusion of the internal iliac artery. No additional procedure was performed. Patient outcome is unknown at this time.